Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and bladder dysfunction ('bladder fell') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included metrorrhagia, uterine fibroid embolization, cone biopsy of cervix, asthma, gerd, platelet disorder and uterine bleeding. Concomitant products included leuprorelin acetate (lupron), medroxyprogesterone acetate (depo provera) and nsaids. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), food allergy ("allergic or hypersensitivity reaction"), post procedural infection ("infection (other):infection (other) describe: multiple surgery infections,"), rash ("rashes or skin conditions type: facial rash"), migraine ("migraines/ abnormal migraine"), headache ("headaches"), pollakiuria ("bladder or urinary problems or changes frequent"), gingival recession ("dental problems: receding gums"), gingival bleeding ("dental problems: bleeding gums"), allergy to metals ("nickel allergy /allergic or hypersensitivity reaction type: jewelry "), pupillary disorder ("vision/eye problems type: had event right after placement right eye: pupil caused in right eye to be larger "), abdominal pain lower ("left lower abdominal pain/ left lower abdominal pain / cramping"), arthralgia ("hips pain"), allergy to chemicals ("allergic or hypersensitivity reaction:dyes"), rubber sensitivity ("allergic or hypersensitivity reaction:latex"), depression ("psychological or psychiatric problems condition: depression"), night sweats ("night sweats "), mood swings ("mood swings"), alopecia ("hair loss"), bladder dysfunction (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3) and surgery (total hysterectomy (uterus and cervix removed) other (please specify) - right ovarian cystectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, food allergy, post procedural infection, rash, migraine, headache, pollakiuria, gingival recession, gingival bleeding, allergy to metals, pupillary disorder, arthralgia, allergy to chemicals, rubber sensitivity, depression, night sweats, mood swings, alopecia and bladder dysfunction outcome was unknown and the abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to chemicals, allergy to metals, alopecia, arthralgia, bladder dysfunction, depression, food allergy, gingival bleeding, gingival recession, headache, menorrhagia, migraine, mood swings, night sweats, pelvic pain, pollakiuria, post procedural infection, pupillary disorder, rash, rubber sensitivity and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia. Vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. Reporter's information was updated. Added event allergic or hypersensitivity reaction type: food, dyes, latex, jewelry, hormonal changes describe: night sweats, mood swings, hair loss, depression, bladder fell, abdominal pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included metrorrhagia, uterine fibroid embolization, cone biopsy of cervix, asthma, gerd, platelet disorder and uterine bleeding. Concomitant products included leuprorelin acetate (lupron), medroxyprogesterone acetate (depo provera) and nsaids. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), infection ("infection (other)"), rash ("rashes or skin conditions type: facial rash"), migraine ("migraines"), headache ("headaches"), pollakiuria ("bladder or urinary problems or changes frequent"), gingival recession ("dental problems: receding gums"), gingival bleeding ("dental problems: bleeding gums"), allergy to metals ("nickel allergy"), eye disorder ("vision/eye problems type: had event right after placement right eye"), abdominal pain lower ("left lower abdominal pain") and arthralgia ("hips pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with codeine phosphate; paracetamol (tylenol with codeine no.3) and surgery (total hysterectomy (uterus and cervix removed) other (please specify) - right ovarian cystectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, infection, rash, migraine, headache, pollakiuria, gingival recession, gingival bleeding, allergy to metals, eye disorder and arthralgia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, eye disorder, gingival bleeding, gingival recession, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, pelvic pain, pollakiuria, rash and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia. Vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (other), rashes or skin conditions type: facial rash, migraines / headaches, bladder or urinary problems or changes frequent, dental problems: receding gums, bleeding gums, nickel allergy, pain, vision/eye problems type: had event right after placement right eye, left lower abdominal pain, hips pain, did not undergo confirmation test. Event injury was deleted and device category changed from device other event to incident. Reporter information, aka name, treatment drug, concomitant drug, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.